Manufacturer narrative:
Reliability analysis inspected 1 opened/ended enlite sensor and performed bicarbonate buffer test per dop 114-830. Sensors failed per spec due to high readings.

Event description:
It was reported that the customer had normal blood glucose levels of 364 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of below 50 mg/dl where the actual blood glucose level was more than 300 mg/dl. No additional info was provided.